Manufacturer narrative:
Other text: b3: date of event, d1: brand name, d4: catalog number, lot number, expiration date, UDI number, g5: 510k and h4: device manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an increased number of patients have damage to the anterior tracheal wall. The customer states that they believe the issue may come from the new angle of the bluselect tracheostomy tubes. This information was not given directly from the customer, it was told to ICU by a third party. Attempts to get further information from the direct customer will be completed.

Manufacturer narrative:
Email is: (B)(6). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.